Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(6), product type: lead; product ID 4351-35, serial# (B)(4), product type: lead. Manufacturing site updated to (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the device was slipping. It was noted that the device was functioning but had slipped from the initial position in the breast. It was noted that it was still under the muscle but pressing up near the breast skin. It was noted that this was causing pain for the patient. It was noted that the subject underwent surgery to create an abdominal pocket and the device was repositioned there. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well.

Event description:
Additional information received reported that the gastric pacer had fallen to the bottom of the breast. It was noted that the pacer was to be placed in another area. It was noted that the patient was having severe pain. It was noted that the revision took place on (B)(6) 2013. It was noted that the patient returned in late august with complaints of left upper quadrant pain. It was noted that the device was interrogated and settings were decreased. It was noted that the patient went back in (B)(6) 2013 with worsening of pain. It was noted that the device was replaced in 2014. It was noted that a CT scan was ordered and showed normal placement. It was noted that the patient went back in (B)(6) 2014 and the symptoms were resolved. Additional information received reported that after flipping under the breast the implantable neurostimulator (ins) was moved to the abdomen. It was noted that the patient was doing well post replacement.